Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 26 mg/dl. Reportedly, the cause was customer's continuous glucose monitor was not available due to a non-tandem sensor issue, and therefore the pump's control iq feature could not adjust insulin dosing based on bg level. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.